Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture due to recorded non-sustained ventricular tachycardia events. A stress test was performed but was not able to reproduce the oversensing. A revision of the rv lead was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk, implantable cardioverter defibrillator, (B)(6) 2010; 5554, implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.